Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through it, after which no further cgm error was displayed, and the customer successfully started their sensor session. No additional information regarding the outcome of the event was provided.